Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. A visual inspection found just the distal portion of the device returned, as the catheter shaft had been cut. The catheter shaft was noted to be stretched, indicating retraction issue. The balloon was noted to be partially inflated with inflation medium present in the balloon lumen. The inflation medium was unable to be evacuated due to the stretching of the catheter shaft. Therefore, the investigation is confirmed for the reported retraction issue and deflation issue. Based on the returned sample condition, it is possible that the stretching in the catheter shaft prevented the balloon from fully deflating. However, it is unknown what caused the resistance during withdrawal. Therefore, the definitive root cause for the identified deflation issue or retraction issues could not be determined based on the available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 09/2021), g4 h11: h3, h6 (results1, conclusion1). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in an arteriovenous graft, the pta balloon allegedly had deflation issues. It was further reported that the balloon had difficulty retracting through the sheath. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 09/2021).

Event description:
It was reported that during an angioplasty procedure in an arteriovenous graft, the pta balloon allegedly had deflation issues. It was further reported that the balloon had difficulty retracting through the sheath. Another device was used to complete the procedure. There was no reported patient injury.